Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer 4.1 failed to close and displayed a Required Maintenance error. The customer indicated that something was physically obstructing the drawer from closing properly. A Recover Storage Space procedure was performed; however, the issue persisted and the drawer remained unable to close.The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility:(b)(6) HOSPITAL.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-MAY-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed to close due to a hard stop becoming unscrewed. A field service engineer (FSE) reattached the hard stop, witnessed successful recovery and inventory of the previously failed items to resolve the issue. The system functioned as intended after the field service engineer repaired the device.